Manufacturer narrative:
(B)(4) date sent: 10/28/2020 investigation summary the analysis results showed that one gst60d reload was returned partially dislodged from left side and unfired with 5 double driver missing and 2 singles drivers missing, making the reload non-functional. In addition the reload pan was noted to be partially dislodged from right proximal side. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached on what may have caused the reload pan to dislodge. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Per photographic evaluation: upon visual inspection of two photos, the following was observed: the photos show a gold reload with the sled in home position and the cartridge pan was noted dislodged on the right side. Based on the photos reviewed, the event described is confirmed, however, no conclusion or root cause could be determined. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a gastroplasty, the stapler load did not fit the stapler jaw. There were no patient consequences. No additional information is available at this time.